Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer indicated via phone call that high blood glucose has been experienced of between 400 mg/dl to 500 mg/dl. At the time of the call, the customer had blood glucose of 428 mg/dl. Troubleshooting found that the customer's doctor recently made adjustments to the pump. The customer declined to perform the high pressure test. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer indicated that they would call back as well.